Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No error alarms were noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
Customer reported high blood glucose of 250 mg/dl - 400 mg/dl. Customer stated there were no symptoms of high blood glucose. Troubleshooting did not find anything wrong with the insulin pump. Customer stated they believe the insulin pump is not working properly leading to the high blood glucose. Customer asked for a replacement insulin pump. No additional information is provided.